Manufacturer narrative:
(B)(4). Date sent: 11/12/24. D4: batch #unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - were any staples delivered into the tissue at all? - if yes: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the staples could not hold tight enough. The procedure was completed successfully without delay. There was no patient consequence. Additional information provided.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 d4 batch # 666c88 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45d reload was returned unfired with the reload pan partially dislodged from the right proximal side. In addition, 4 double drivers out of position, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 666c88, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2022. Additional information was requested, and the following was obtained: 1. Were any staples delivered into the tissue at all? Yes. 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed. 3. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Not interrupted.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. Additional information received: it was verbally confirmed with the sales-rep on (B)(6) 2024 that the correct product code for the device is gst45d, with lot number 697c74.